Event description:
The problem occurred during healing. Position of the implant failure: 14. Bone quality: 3; bone quantity: c. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref reports: mw5148627, mw5148628, mw5148629.